Event description:
It was reported that the pump malfunctions and alarms "cassette not attached properly." There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned "11-sep-2024". H3: one device was returned for repair. Visual inspection found downstream occlusion (dso) seal degradation. Event history review found cassette attachment error. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a nonreactive dso sensor. The dso sensor and seal were replaced.